Manufacturer narrative:
There was no button error alarm and the keypad connector was fully locked. However, the unit had an intermittent button response due to all of the buttons having a flattened dome switch. The unit had a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 106 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.